Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19march2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that during use the ventilator generated an alarm "oxygen not available". The value of o2 was reset but the alarm did not disappear.no patient harm reported. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR: 28mar2019. Date of report: 29may2019. The service engineer (se) inspected and was unable to duplicate the error; however, the se found an "oxygen device failed" error code in the ventilator diagnostic logs. The se suspected that the error was due to a temporal external factor in the circuit. The customer declined any further repair/service of the device. The unit was returned to the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.